Manufacturer narrative:
Additional narrative: phone number extension ext: (B)(6). Manufacturer narrative the device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare medium, was being used during a hysterectomy procedure on (B)(6) 2022 when it was reported that the ¿green part of vcare broke off, along with blue balloon at tip. (As green part came off, maybe it stripped the balloon off.) Both items could not be found.¿ the sale representative was in touch with the site to confirm the products were radio opaque, in order to perform an x-ray. The procedure was completed as expected, no alternative device was used however there was a 30+ minute delay after the colpotomy part of the surgery was completed while the staff were looking for the device components. Further assessment found the x-ray was done to ensure no pieces of the device were left inside the patient and there were no pieces found. The user facility made sure there was absolutely nothing left inside the surgical site. The user facility believes that the missing pieces fell into the drapes and were discarded. The patient was not injured, no medical/surgical intervention or extended hospitalization was required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the 60-6085-201a, vcare medium, was being used during a hysterectomy procedure on 11feb22 when it was reported that the ¿green part of vcare broke off, along with blue balloon at tip. (As green part came off, maybe it stripped the balloon off.) Both items could not be found.¿ the sale representative was in touch with the site to confirm the products were radio opaque, in order to perform an x-ray. The procedure was completed as expected, no alternative device was used however there was a 30+ minute delay after the colpotomy part of the surgery was completed while the staff were looking for the device components. Further assessment found the x-ray was done to ensure no pieces of the device were left inside the patient and there were no pieces found. The user facility made sure there was absolutely nothing left inside the surgical site. The user facility believes that the missing pieces fell into the drapes and were discarded. The patient was not injured, no medical/surgical intervention or extended hospitalization was required for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review was conducted and found this is the only event for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 67 complaints, regarding 73 devices, for this device family and failure mode. During this same time frame 521,704 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A) swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. B) fully retract the vaginal cup to the handle. Carefully remove the device form the vagina. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal. Upon removing the vcare, the surgeon should visually inspect the vcare device and the patient to ensure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. This issue will continue to be monitored through the complaint system to assure patient safety.